Manufacturer narrative:
Updated b5, b7, f10, and h6 per new information received. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a patient with a 23mm aortic valve was scheduled for a valve-in-valve procedure after an implant duration of 7 years, 11 months due to severe stenosis and severe degeneration. Implant of a 23mm transcatheter valve was attempted, but significantly different and lower mean gradient and velocity were observed intra-operatively. The echo showed the leaflets appeared to be mobile and free moving with mild/moderate degeneration. There was only trace to mild at worst paravalvular regurgitation. There was no significant gradient and the valve appeared to be well functioning. The closure of the right common femoral artery access was performed and the case was aborted. The patient went to recovery in stable condition.

Manufacturer narrative:
Reference CAPA-20-0014.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm aortic valve was scheduled for a valve-in-valve procedure after an implant duration of 7 years, 11 months due to stenosis. The case was aborted because the surgical valve leaflets were "normal". As reported, there was no degeneration of the surgical valve.